Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt status post tumor resection and plating was implanted on an unk date with plate and screws. Pt presented to surgeon with a non-union of the mandible symphysis. Pt returned to operating room on (B)(6) 2012 and the hardware was removed. It was found that one matrix mandible screw was broken at the head, the shaft remains in the pt's bone. This is 9 of 9 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.